Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the suction channel could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is unknown that there are deviations from instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (b(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign objects that came out of the suction channel in the universal cord. There were no reports of patient involvement.